Event description:
It was reported that on the first firing of the device, staples did not come out during a low anterior resection procedure. The issue that the device was fired across was removed. It was impossible to anastomose the proximal bowel to the distal bowel. The case completed with a diverting colostomy. The colostomy will be reversed in approximately six months. There were no other reported patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.